Manufacturer narrative:
At this time, the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient complained of chest pain and shortness of breath (sob) a few days after this system was implanted. A computed tomography (CT) scan revealed the right ventricular (rv) lead had perforated the patient heart wall, leading to a rise in pacing thresholds and the reported symptoms. As result, the patient received intravenous antibiotics and underwent a revision wherein the rv lead and the implanted pacemaker were successfully repositioned. The rv lead remains in service. No additional adverse patient effects were reported.